Event description:
The rptr's parent did back to back blood glucose tests, within 10 mins, using separate finger sticks. The results were 136, 201 and 159 mg/dl. Rptr's parent did not have any symptoms. A control solution test was high, out of range, 151 (99-149). Retesting could not be done due to unavailability of new supplies. On follow-up, (parent) verified correct technique of applying blood on strip, and checking confirmation dot. Rptr's parent cleans the meter on a regular basis. No harm was alleged.